Event description:
It was reported that the paper ripped and entered the special needle tuohy 20ga 3-1/2 desc packaging while opening it before use. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter, translated from portuguese to english: "the paper starts ripping and enters the inside of the packaging. Problem was detected when opening the package, not used on patient. There was no damage."

Manufacturer narrative:
H.6. Investigation summary: bd was able to verify the samples returned were torn open as the customer stated, they may have had some difficulty while opening the package. The batch history for the lot found no non-conformities and the samples demonstrated the sealing mark on the film showing the sealing occurred normally during the sealing process and the packaging came out in the final process and in good condition to guarantee the sterility of the product. Based on the findings of the investigation so far contained in this complaint, a probable root cause may be related to the customer's perception of the blister opening method. The package should be peeled open from the top.

Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. From photos it can be observed that the samples had the packaging torn, however according to the analysis of the batch history and nonconformity no records of damaged / torn packaging were found. It should be noted that the photos demonstrate the sealing mark on the film, which shows that the sealing normally occurred during the sealing process and the packaging was left in the final process and in good condition to guarantee the sterility of the product. H3 other text : see section h.10.

Event description:
It was reported that the paper ripped and entered the special needle tuohy 20ga 3-1/2 desc packaging while opening it before use. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter, translated from portuguese to english: "the paper starts ripping and enters the inside of the packaging. Problem was detected when opening the package, not used on patient. There was no damage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the paper ripped and entered the special needle tuohy 20ga 3-1/2 desc packaging while opening it before use. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter, translated from (B)(6) to english: "the paper starts ripping and enters the inside of the packaging. Problem was detected when opening the package, not used on patient. There was no damage."